Manufacturer narrative:
No display anomaly or button error alarm was noted. The insulin pump had intermittent button response from the up arrow button due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported the customer was attempting to bolus and the number kept scrolling and wouldn't stop. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.